Event description:
A 21mm trifecta valve was implanted (B)(6) 2011. In (B)(6) 2014, the patient reported dyspnea, cardiac decompensation and pleural effusion requiring hospitalization from (B)(6) until (B)(6) 2014. Lab tests confirmed an infection and the patient was treated with analgesics (morphine), diuretics, and antibiotics. The patient did not recover and expired (B)(6) 2014. The physician related the event to the device.

Manufacturer narrative:
(B)(4). The valve was not returned to sjm for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation are inconclusive since the device was not returned. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the physician did not relate the event to the device.